Event description:
Subsequent information received after the initial regulatory report was submitted states: it was reported that the patient received a promus stent (B)(6) 2010 to the mid left anterior descending (lad) artery via direct stenting. The patient presented on (B)(6) 2012 with complaints of severe chest pain and was diagnosed with acute coronary syndrome and myocardial infarction. An unknown drug eluting stent was implanted in the mid de novo lad [target vessel, target lesion]. It was noted that no thrombosis was present, and the lesion was not at the bifurcation. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Event description:
It was reported that the patient experienced a myocardial infarct. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning. The lot number was provided. Review of the device history record is forthcoming. A follow up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse patient events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Reportedly, the promus device was implanted via direct-stenting with no pre-dilatation. The instructions for use states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter of appropriate length and diameter for the vessel/lesion to be treated. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects.